Event description:
It was reported that removal difficulties occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure, the device was stuck with the guidewire. There was some resistance felt during removal but somehow the device was able to be removed. The procedure was completed with another of same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an emerge mr balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. There was blood in the guidewire lumen. At 2mm distal to the bicomponent weld of the device, for a length of 2mm, the guidewire lumen was buckled, and prolapsed. At 15mm in length, within the balloon, proximal from the distal waist of the balloon, the guidewire lumen was buckled, and stretched. The tip of the device was damaged. Product analysis confirmed the reported event as there was tip damage and the guidewire lumen was buckled, prolapsed, and stretched. The prolapsed lumen and buckled lumen would prevent the guidewire from movement without causing more damage and can cause removal resistance. The damages to the device are most likely caused from preparation and an interaction with a guidewire.

Event description:
It was reported that removal difficulties occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure, the device was stuck with the guidewire. There was some resistance felt during removal but somehow the device was able to be removed. The procedure was completed with another of same device. No patient complications were reported.